Event description:
It was reported that pump displayed malfunction alarm 199 in tandem source with malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with attempted reset of pump, customer unable to reset pump as pump button does not seem to be working. Technical support arranged shipment of replacement pump with updated software.